Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during generator change due to low battery. Isolation on the lead was observed. The lead was fixed. No electrical anomalies were noted. The patient was fine post-procedure.